Manufacturer narrative:
Investigation summary a device history record review was completed for provided lot number 2011113. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the paper top web packaging was observed ripped with paper remaining on the film portion of the package. We can conclude that this non-conformance was produced within the primary packaging machine. In the manufacturing plant, the film and paper package components are sealed by pressure and temperature, both variables are automatically controlled and verified by the operators. In process inspections are performed to evaluate the absence of a proper seal. The issue displayed in the picture could have resulted from a temporary increase in the sealing force of the unit packaging. The technique used to open the package could have also had an implication in this incident. If both sides of the package (paper and film) are not opened by peeling both sides parallel, rips may occur. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe 5ml ls emerald was damaged. The following information was provided by the initial reporter: we get the comment from our op service that the syringes have an affected seal. It is certainly not condensed. We would like to check whether there is a sterility problem with these syringes.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald was damaged. The following information was provided by the initial reporter: we get the comment from our op service that the syringes have an affected seal. It is certainly not condensed. We would like to check whether there is a sterility problem with these syringes.